Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 239mg/dl. Reportedly, the customer changed the pump supplies and continued to use the pump for insulin therapy.